Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb125675 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 21 jan 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 final tightener handle (p/n: 286745500, lot #: gb125675) was returned and received at us customer quality (cq). Upon visual inspection, no issues were observed with the returned components of the device. Functional test: the functional test was performed at depuy spine, raynham site. During routine incoming inspection of a loaner set, it was observed that 286745500, torque handle, lot number gb125675 was found to be in specs of drawing specification. Can the complaint be replicated with the returned devices? No. Dimensional analysis: no dimensional inspection was performed as it's not relevant to the complaint condition. Document/specification review. Based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed. Complaint confirmed? No, the device received passed the torque test. Hence not confirming the allegation. Investigation conclusion. The complaint condition is not confirmed for the viper2 final tightener handle (p/n: 286745500, lot #: gb125675). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the viper2 final tightener handle, was out of drawing specification. The drawing specification is 72-88. The torque tested low ¿ 65.5. There was no known patient or hospital involvement. This report is for one (1) viper2 final tightener handle, this is report 1 of 1 for (B)(4).